Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shut down with no warning. The staff restarted the pump with no issues and downtime was reported at less than 10 minutes. The patient will be weaning from the pump, there was no harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusion), h10. Additional information: (B)(6). It was reported that cardiosave intra-aortic balloon pump (iabp) pump shutdown. A getinge field service engineer evaluated unit regarding reported issue "iabp shutting down". Power activity and fault logs analyzed nothing to suggest any power or technical failure. No critical fault code logged. Unable to replicate any failure when iabp is exercised on test catheter and patient simulator. Power management pcba reseated. All battery operation checks passed. Complete pm performed with full calibration. Unit passed all functional and electrical safety tests per factory specifications. There was a patient involvement but no harm reported.

Event description:
N/a.